Event description:
Sensor has been giving low readings down to the 50's but had no symptoms. Double checked with my glucose meter and results were normal. Sensor reading of 54, glucometer reading 135. This occurred several time with this device. I would correct, although I was by adding carbs at that point in time for correction. I did call abbott and found it strange they did not want the product back for testing.